Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit constantly resets and turns off. There was no reported patient injury.